Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that surgeon successfully completed capsulotomy, lens fragmentation, and arcuate incisions. After successfully removing the lens and while removing the cortex, the capsule was folded/broken in a 180 degrees. As a result a vitrectomy was performed. Surgeon was able to complete procedure by implanting an anterior chamber intra-ocular lens.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.